Event description:
We received an allegation of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to a laboratory result using an unknown reagent. The meter result was 4.3 inr. The laboratory result was 3.0 inr. The customer's therapeutic range is 2.5-3.5 inr with a testing frequency of once a week.

Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. Replacement product was sent. One test strip was received for investigation and tested with a retention meter and retention controls: testing result (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr. The obtained result was in the allowed range. No error messages occurred during the investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.